Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device was not cutting properly; the reciprocating arm and screw were worn, the machined head was damaged, and the control bar failed and was out of position. The reciprocating arm, machined head, control bar, thickness control shaft, bearings, and screws were replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is complete a final/supplemental report will be submitted. G2: foreign: netherlands. E1: telephone: (B)(6).

Event description:
It was reported that during surgery the device did not scrape off the skin completely but frays the edges. Multiple skin samples had to be taken because not enough was harvested. This was unpleasant for the patient as it causes delays in daily routine. Diligence is complete.